Event description:
The customer reported that the system shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The white connector on the ps1 power supply was cleaned and reseated and the power supply voltage was adjusted. The system was then found to be operating as intended.